Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had backup battery faults alarms on (B)(6) 2023 from 0244 to 1329. There was no interruption in pump support during these events. The controller was exchanged and the alarms resolved.

Event description:
It was additionally reported that the controller was running self-tests without being prompted prior to being exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of the backup battery fault alarms was able to be confirmed; however, the event of the system controller performing self-tests was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and log files were submitted for review and an additional log file was downloaded for review. A review of the log files showed events spanning approximately 8 days ((B)(6) 2023 per timestamp). Events captured on (B)(6) 2023 took place in the testing labs at abbott. Backup battery fault coincident with load test failures were active on (B)(6) 2023 from 02:44:13 - 13:29:29. The alarms did not clear in the log files. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2023 at 12:28:45 and the controller was shut down at 12:29:44. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to function as intended. Additional information provided on (B)(6) 2023 stated that the alarms resolved following the controller exchange. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate 3 instructions for use, rev. C, section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.